Manufacturer narrative:
H3: analysis of the pump revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 the patient reported that they had their pump removed due to an infection. The patient further stated that when they recover from the infection process that they would have the pump replaced. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump upon receipt indicated that the pump had been delivering morphine (4.0 mg/ml at 0.3004 mg/day). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the area of the infection was the pocket. The patient became septic last december where the pump was. Per the patient, stuff just kept oozing out. The patient went and saw the physician right away who said it was infected and the pump was explanted in january. Before having the pump taken out the healthcare provider had tried some IV (intravenous) antibiotics but they would not work so they took the pump out and eventually the infection went away. The patient had to wear a wound vac machine to get it to go way. The patient stated that now that the infection is gone, they were getting a new pump put in soon and said the pain pump was great when they had it in until the infection and they ¿can¿t wait to have it again¿ as they love the product. The pump had been delivering morphine, dose and concentration not reported. No further complications were reported or anticipated regarding the event.